Manufacturer narrative:
No sample is available for investigation. Investigation is incomplete at the time of this report. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: shaft came out of the luer lock connection during a procedure. No reported pt injury.